Event description:
It was reported that during an implant procedure that the physician was unable to advance the introducer through the right ventricular (rv) lead. When the physician removed the lead, a portion of the lead body was detached. The rv lead was not used and the physician elected to complete the procedure with a different lead. The patient condition was stable.

Manufacturer narrative:
The reported event of lead could not be inserted through introducer was not confirmed while the reported event of detachment of component was confirmed. Introducer insertion/removal test could not be performed due to as received procedural damage to the lead. Visual inspection of the lead found that the inner coil was stretched along with the header which is consistent with procedural damage at the distal end of the lead. The cause of the reported event of detachment of portion of the lead was isolated to procedural damage.